Event description:
Robotic instrument (cadiere forceps) used for a robotic assisted endoscopic retrograde cholangiopancreatography. Instrument inserted into port but would not release from patient. An emergency release key needed to be utilized. No fragments fell into the patient. Devise is also listed on manufacturer's medical device correction grip failure form (isifa 2024-09c).